Manufacturer narrative:
Visual inspection and functional testing of the ms pump confirmed the report of a pump malfunction. The pump failed the activation functional test. Product analysis concluded a pump malfunction as the most probable cause of the event, as activation issues could affect the overall functionality of the device. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of 'caused traced to component failure' was chosen, as product investigation identified a pump malfunction. The product analysis results and event report provided no objective evidence that would warrant further escalation. This conclusion is supported by the following objective evidence: product analysis summary: an allegation of a pump malfunction was reported. The ams700 ms pump was visually inspected and functionally tested. The pump was functionally tested and failed activation test, requiring more than 8lbs. Of force to activate. Product analysis confirmed a device malfunction with the pump. DHR review/similar complaint review review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000164294 and it respective container 22647444, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. No further review is required risk review: the ams 700 hazard analysis indicates that the as reported events this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.

Event description:
It was reported that due to the device no longer working the patient had his inflatable penile prosthesis (ipp) explanted, except that the existing reservoir and cylinder remained implanted in the patient. It was noted that two weeks before this surgery the patient visited his physician and his device was tested and resulted in the discovery of a dimpled pump.(it stays flat when pressing the bulb.) The patient was given a guide following the implant surgery that detailed how to operate the device and the physician also taught the patient how to operate his device. The patient is stable following this replacement surgery.

Event description:
It was reported that due to the device no longer working the patient had his inflatable penile prosthesis (ipp) explanted, except that the existing reservoir remained implanted in the patient. It was noted that two weeks before this surgery the patient visited his physician and his device was tested and resulted in the discovery of a dimpled pump.(it stays flat when pressing the bulb.) The patient was given a guide following the implant surgery that detailed how to operate the device and the physician also taught the patient how to operate his device. The patient is stable following this replacement surgery.